Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 492 mg/dl at the time of incident and other relevant blood glucose level was 457 mg/dl. Customer stated that the infusion set was leaking at site as well as at reservoir barrel. Customer stated that the insulin pump was exposed to moisture as the tubing had leak. Customer stated that the o ring inside the lip of the reservoir compartment was not missing and there were no cracks on insulin pump. Customer performed self test and it was not passed. Customer declined for troubleshooting. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.